Event description:
A call to technical services on 4/19/11 states that patient had an infection with previous system. The previous lead was implanted on (B)(6) 2002. The physician at case today is dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)